Manufacturer narrative:
(B)(4). Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and have both of components disassembled / missing the components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was discovered to have missing components. No additional information is available.